Event description:
It was reported that a home patient experienced a fluid leak in the cassette. This occurred during self-testing, prior to start of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a hole/puncture in cassette sheeting. Functional testing including leak testing, clamp function test, clear passage test, device to device interaction testing. The reported problem was verified during leak testing with the cause of hole in tubing. Should additional relevant information become available, a supplemental report will be submitted.